Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During a total knee replacement in 2006, the intramedullary rod for the femur snapped, and part of it was left in the medullary canal of the femur. It was not removed at the time as it would have caused more damage. Subsequently,the operation was uneventful and the patient made good recovery. There was no problem with the procedure.